Event description:
During operative myomectomy procedure, it was noted that there was a small metal silver or fragment along the bottom wall of the uterus. This fragment was retrieved with the suction on the morcellator and verified as a small metal circular object, about the size of a ball point pen tip and formed in a circular wire-like manner similar to the end of a spring. There was a 45-minute delay reported during the procedure.

Manufacturer narrative:
Device has not been returned for eval; therefore, no determination could be made for the reported device failure.